Event description:
A customer contacted physio-control to report that their device's clip had broken off. Upon initial evaluation, physio-control observed that the clip that hold the on/off button had broken off and the device would not power on when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
The root cause of the reported event was determined to be due to a broken clip on the device case. The customer advised that the device be returned unrepaired. The device was subsequently returned and physio-control advised to scrap the device and remove it from service.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device's clip had broken off. Upon initial evaluation, physio-control observed that the clip that hold the on/off button had broken off and the device would not power on when attempted. There was no patient use associated with the reported event.